Event description:
It was reported to philips that the system displayed an error message and was not operational no harm was reported to philips. Philips has started an investigation of this complaint.